Manufacturer narrative:
The quick adapter has not yet been returned to conmed corp. A return good authorization number was given to customr to return product for our quality engineer to do a thorough investigation, and no product has been returned as of this date 12/10/07. The quality engineer will conduct a review of the device production records, and do a thorough examination of the product if it is returned by customer. Upon receipt of the quality engineer's investigation report, I will file a supplemental report.